Event description:
Consumer called reporting very different readings when comparing their family member plink to another meter. Analysis run on clark error grid using competitive reading (530) as ref. Point vs. Bd reading (30) yielded data points in the e range of the grid, outside acceptable limits.